Manufacturer narrative:
Catheter: 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: unknown, catheter: 8578 lot# n084327, implanted: 2007 (B)(6), explanted: unknown. (B)(4).

Event description:
It was reported that the patient had scar tissue associated with the previously reported procedure to clear the fibrosis at the catheter tip in (B)(6) 2012.

Event description:
A catheter blockage was reported. The patient reported having no pain relief. The patient came in for a refill and they found a fibrosis at the tip of the catheter. The hcp cleared the "clog" and changed medications. The pump was used to deliver sufentanil, clonidine, and bupivacaine. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
(B)(4).